Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 837mg/dl, unspecified heart problems, and loss of feeling in feet and legs. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with an unspecified intravenous treatment. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however, customer has permanent loss of feeling in feet. The customer believed that the cartridge was possibly leaking as healthcare provider smelled insulin when customer was hospitalized, however, this could not be confirmed as the customer did not observe any leaking insulin, or cartridge damage. Ultimately, the cause was unknown. Reportedly, the customer continued to use the pump for insulin delivery. No additional information was provided.